Manufacturer narrative:
(B)(4). There was no reported patient involvement. A philips bench technician evaluated the device. The battery pca was found to fail visual inspection where the pins were loose on slot a. The error log contained multiple power loss events that support the customer's claim of power loss. The device was tested but the shut down problem was not recreated. Note that the customer did not return the involved batteries for evaluation. As of (B)(4) 2013 there have been no further reports of this issue with this device in the trackwise database. This is the only trackwise record for this device with this problem. This was a malfunction that caused a power connection issue. Because philips did not recreate the problem the specific cause cannot be determined. The device was found to pass performance checks and the problem is considered resolved.

Event description:
The customer reported that the device was switching on and off.